Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however an alarm that would have caused a loss of mechanical ventilation was found in the logs. The ventilator was calibrated proactively, and the unit was returned to service.

Event description:
The hospital reported the unit would not mechanically ventilate. There was no report of patient injury.